Event description:
It was reported that a patient with a fractured tibia was implanted with a nail and three 4.0mm locking screws, approximately 2 years prior to the removal date of (B)(6) 2011. The fracture had healed and the surgeon decided to remove the hardware (nail and three 4.0mm locking screws). During the hardware removal, two of the three locking screws broke. The head of the screws stripped and broke off. The broken screw removal set was used to retrieve the shaft of the screws. This file is on the second broken 4.0mm locking screw. This is report 2 of 2 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No part number or lot number were provided. Without a lot number, a device history (DHR) review was not possible. The subject device was heavily damaged upon receipt. The threads had been flattened and the head was broken off. It was not possible to evaluate the returned device due to the lack of a part or a lot number, and the heavy damage that were observed. The returned part appeared to be of the 04.005.4xx family of parts, but due to the heavy damage, a positive identification was impossible. This complaint is indeterminate from a manufacturing standpoint. Implant date reported as approximately two years prior to removal date of (B)(6) 2011.